Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming, no delivery and motor tests. There was no excessive no delivery alarm or motor error alarm. The insulin pump had scratches on the lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's father reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 31.05 mmol/l. Customer treated their high blood glucose via manual injection. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received multiple motor error and no delivery alarms during in a 30 day period. Customer received motor error alarm during prime process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.